Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact on the customer's blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer in resetting the pump, successfully resolving the issue, and advised the customer to continue using the pump, offering further help if the malfunction recurs.